Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.